Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2016-02690, 1627487-2016-02691 and 1627487-2016-02692. It was reported the patient experienced pinching and pulling sensation with stimulation on. As a result, two of the patient's leads were repositioned on (B)(6) 2016. Follow-up revealed the issue was resolved. The patient has four leads for off-label use. All four leads are being reported because it is unknown which two leads were repositioned.